Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports electric shock from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The applicator was visually inspected and no issues were observed. The applicator was confirmed to have fired correctly. The sensor was visually inspected and no damage was observed. The sensor plug is fully seated and no issues were observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. It was stated by the customer that an electrical shock was caused by the sensor. The sensor was de-cased and no issues were observed upon visual inspection. An extended investigation was performed. The de-cased sensor was received by the hardware product quality engineering (hpqe) team. A visual inspection was performed using a digital microscope on the returned pcba (printed circuit board assembly). No anomalies were observed. The data from initial scan from the phase 1 investigation was reviewed. The sensor was observed to be in state 1 with no insertion failures. The returned sensor was scanned using the evaluation module (evm), reprogrammed and activated using the patch reader and patch programmer. A smu (source meter unit) test was then performed to test the functionality of the returned sensor. The test was observed to be passed with cntr, poise voltage test, sensor temperature test, which are within specification. The smu test was observed to pass, indicating that the sensor was functioning as intended. On and off current tests were conducted to determine whether excess current was being drawn from the battery during active and inactive states. The on and off current both were measured and both within specification. Both tests were observed to meet the required specifications, indicating that excess current was not being drawn from the battery in either state. The battery voltage of the returned sensor was measured, which was within specification. No issues were observed upon visual inspection of the battery. All testing was passed by the returned sensor, and no evidence of product malfunction was observed during the investigation. The sensor was observed to function as intended, no evidence of smoke, fire, or shock was observed during the investigation. The batter voltage was measured within the required specification, and no issues were observed upon visual inspection. The battery voltage was determined to be insufficient to produce an electric shock. Therefore, this issue is not confirmed. The sensor pack has been requested back for an investigation and the customer agreed to return the device. However, no sensor pack has been received at this time despite follow up attempts by adc. Dhrs (device history review) for the sensor pack was reviewed and the dhrs showed the sensor pack met specifications prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports electric shock from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.